Event description:
Pt had arthroscopic anterior cruciate ligament reconstruction with tibialis allograft, left knee in 2001. Approximately 4 weeks post surgery the pt had swelling around the tibial incision site. Culture was taken and pt was given oral keflex. (Pt delayed filling rx for 10 days). Swelling increased and wound breakdown occurred. Six and a half weeks later pt was seen and wound had some necrotic tissue which was excised. Cultures taken and pt started on cipro orally. Pt was returned to surgery in 2002 where the tibial wound was debrided and tibial screw and staple were removed.